Event description:
I was experiencing rectal bleeding and high protein levels in my urine. That evening I had extreme pain on my right side and vomiting. I went to the ER and they performed a CT scan and us. Both reports came back normal. My ER dr. Stated that I should follow up with my gyno due to my essure looking very weird and could be the cause of my pain. He was worried because his wife had them also and never knew that they could "move". I followed up with my dr. And she said everything was ok. I asked her to perform a 4d ultra sound and that's when she discovered that my placement was very wrong. My essure was going through my fallopian tube into the side of my uterus. She decided to perform immediate surgery but needed to call to find out how to remove the device since she had never seen this before. (B)(4).

Event description:
(B)(4). My side effects before fallopian tube removal: adenomyosis, constantly sick, vomiting, nausea, high protein levels in urine, extreme right sided pain, heavy periods, thinning hair, weight gain, painful bloating, painful sex, clear thick discharge. Current issues after bilateral salpingectomy: painful bloating, hardening of the stomach, pelvic pain, stabbing right sided pain, protein in urine, burning in uterus, heavy periods. My dr is considering giving a hysterectomy at this point.